Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the right peroneal artery. A 2.0mm x 60mm x 150cm coyote balloon catheter was advanced for treatment; however, the balloon was stuck on a .014 non-bsc guidewire. Subsequently, both balloon and guidewire were removed together as one unit. No patient complications nor injuries were reported. The case was aborted until a later date.